Manufacturer narrative:
Pharmacovigilance comment: the serious expected event of swelling at implant site and the non-serious expected event of mass at implant site were considered possibly related to the treatment. Serious criteria include the need for multiple surgical interventions and the long standing event suggestive of permanent damage. The restylane lyft with lidocaine was used off label. The potential root causes for the events include treatment procedure and off label use. Potential contributory factor include incorrect placement of filler. The case meets the seriousness criteria for expedited reporting to the regulatory authorities. Engineering evaluation: no corrective or preventive actions are deemed necessary based on the outcome of the performed investigations. Routine investigations have been performed and provide sufficient information to assess the potential root cause and indicate a possible association to the treatment procedure. The reported lot number was valid and verified the reported product. The information in this case does not indicate a non-conforming product or malfunction. The performed investigations are therefore considered adequate and no additional investigations will be conducted.

Event description:
Case reference number (B)(4) is a spontaneous report sent on 16-feb-2021 by a physician which refers to a (B)(6) female patient. Additional follow up information was received on 17-feb-2021 by the same physician. The patient's medical history included allergy to pcn and narcotics. No information about concomitant medication or previous filler treatments has been provided. On (B)(6) 2019, the patient received treatment with 1 ml restylane lyft with lidocaine (lot 17597), 0.5 ml to each side of tear trough using an unspecified cannula with unknown injection technique. The restylane lyft with lidocaine was injected to tear trough (off label use of device). Three weeks later, on an unknown date in (B)(6) 2019, the patient experienced small lump(implant site mass) on the right side. On (B)(6) 2019, the patient received treatment with 0.2 ml vitrase [hyaluronidase] superficially in the area and it dissolved. Unknown time later, on an unknown date, the patient experienced extreme swelling(implant site swelling) at tear trough. It was reported that the patient was trying to contact hcp before pandemic about horrible swelling. On (B)(6) 2020, the hcp saw the patient and there was no swelling. The patient had seen plastic surgeon and had multiple surgeries. It was reported that an assay was done and they found filler in the sample. However, the patient did not provide any more details. Outcome at the time of the report: extreme swelling was not recovered/not resolved. Small lump was recovered/resolved. Restylane lyft with lidocaine was injected to tear trough was recovered/resolved.